Manufacturer narrative:
Upon follow up it was reported that while the patient remained hospitalized for hypotension, the patient experienced septicemia. The cause of the septicemia was not reported. Treatment for the septicemia was not reported. Sixteen days after receipt of this report, the patient passed away. The cause of death was due to hypotension and septicemia. It was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient was hospitalized 12 days after the event onset. At the time of this report, the patient remained hospitalized for an unrelated indication and has recovered from peritonitis. Pd therapy was discontinued three days after the patient was being hospitalized. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1g, once in five days, ongoing, route not reported) and tobra injection (40 mg, intraperitoneal, once a day, night dwell, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.